Event description:
On (B)(6) 2026, a notification was received via email indicating that information had been obtained from a clinical study (knotless implants as an alternative for capsular closure in primary hip arthroscopy: a prospective, multi-center study; iirr 01891). On (B)(6) 2025, the patient reported left hip pain rated 7/10, described as dull, with worsening symptoms following weekly physical therapy. On (B)(6) 2025, pain slightly improved to 6/10 but continued to worsen after therapy sessions. On (B)(6) 2025 and (B)(6) 2025, the patient reported intermittent lateral hip and gluteal pain with associated tightness, relieved by rest and ice, and exacerbated by prolonged activity. On (B)(6) 2026, the patient reported persistent stabbing anterior hip pain near the incision site, with pain rated 4¿5/10 on good days and described as disproportionate to post-surgical expectations. On (B)(6) 2026, a left hip steroid injection (triamcinolone acetonide) was administered. At follow-up on (B)(6) 2026, the patient reported no pain relief, new muscle weakness, and pain rated 7/10.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.